Event description:
New information received states the lead was capped and replaced. The patient was stable post procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported when an asymptomatic patient presented to the clinic for routine follow up, a gradually increased pacing lead impedance was observed. No further procedure has been scheduled or recommended. The patient will continue to be monitored.